Event description:
The customer tested her blood glucose and received a reading of 300 mg/dl using her breeze2 meter. She retested using another meter and received a reading of 145 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer no longer had the suspect test strips and could not find her meter. No product will be returned for evaluation. A replacement meter was sent to the customer.

Manufacturer narrative:
The customer could not find her meter, so the serial number could not be obtained. It's not possible to determine a manufacture date without a serial number.